Event description:
It was reported that this patient was seen in the hospital and the device was programmed to vvi. According to the patient, the right atrial (ra) lead was programmed off one week post implant. It was noted that thresholds have increased and appeared to pace right ventricular (rv). Fluoroscopy was performed and revealed that the ra lead was positioned low possibly close to the tri-cuspid valve. Subsequently, the patient was upgraded to a cardiac resynchronization therapy defibrillator (crt-d) and this ra lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported.